Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set and reservoir were occluded. During the fill tubing there were no insulin drops but the insulin pump said that 20 units were primed. The customer did not have time to perform the high pressure test because they did not receive a no delivery alarm. Customer's blood glucose level was not reported. The device was not returned.